Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dark. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were indications of dried fluid spots on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler underwent and passed a mushroom head check. The dc power cable was checked/jostled. When jostling the dc connector at the backplane board, the 5-volt display value improperly changed from 4.91v to 5.08v. The dc power cable was replaced, and a fifteen-minute pre-accelerated stress test (ast) simulated treatment was performed and passed. There were no fluid leaks in the test cassette during the treatment test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that their liberty select cycler screen went blank and the device powered down during an unknown phase of dialysis. The patient was connected during the incident. The patient confirmed there was not a power outage, and there were no issues with the power outlet. The power cord was confirmed to be securely plugged in, and the cycler¿s power switch was in the on position. There was no sound when the ok and stop keys were pressed. The patient tried rebooting the cycler. The ok, stop, and up/down arrow keys lit up, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The patient stated they had five boxes of capd supplies to use in the absence of a working cycler. Upon follow up, it was reported that the patient was not able to complete their treatment on the day of the event. However, the patient did not experience any adverse effects or require medical intervention due to the incomplete treatment. Due to issues with the patient¿s pd catheter (not a fresenius product), they were transitioned to hemodialysis (hd) therapy. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.